Manufacturer narrative:
Adverse event as procedure was terminated and rescheduled. Device evaluation begun, but is not yet complete. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a right lower extremity angiogram, another manufacturer's glide wire exited the side of the crosscath support catheter as a hole was present. The procedure was terminated and the patient was brought back on another date to complete the case. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Additional information was received from the customer regarding the reported incident. In regards to the query as to whether or not the patient's anatomy was calcified or tortuous, the customer did not report that either condition had occurred. Investigation ¿evaluation: a review of the dimensional verification, complaint history, device history record, drawing, instructions for use (IFU), quality control, and a visual inspection and functional evaluation of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the presence of a hole in the shaft of the device, which was found a distance of 36.6 cm from the distal tip. A 0.035" wire guide was inserted through the catheter, and resistance was met in the area of the observed hole; the wire guide could not be advanced further. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there was one other reported complaint for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.